Manufacturer narrative:
Customer had not noticed any calibration or qc problems prior to or on the day of event. No service call generated or requested. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that one glucose (glucm) patient result run in duplicate mode on unicel dxc 600 pro synchron clinical systems did not match. The specimen was re-tested on a different instrument, and one of the results generated was reported out of the lab. Patient treatment was not affected. Customer is running in duplicate mode and verifying on their other instrument prior to reporting results.